Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is presumed that the camera cable is defective, and the charged coupled device has failed, resulting in the inability to communicate normally and the generation of image defects. However, the definitive root cause could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a splashed image. The issue occurred during a therapeutic gallbladder surgery and was completed using the same device, however, the original video cable was replaced. There were no reports of patient harm.